Event description:
On (B)(6) 2016 a student therapist was working with a patient using the safegait 360 degree system. The patient was seated and the therapist was holding the spreader bar in her hand after having lowered the strap via the positioning control with the intent to detach the harness straps from the spreader bar. She noticed that the spreader bar appeared "loose" and then the spreader bar detached from clip that connects it to the strap. The spreader bar remained in the therapist's hand and the patient was unaffected. Prior to the incident, there was nothing noted as being out of the ordinary by the customer and there was no visual indication that there was a potential issue.